Event description:
Event: conversion to standard repair. Event narrative: during unjacketing of the device, the contralaleral wire became stuck between the superior and inferior capsule and dislodged from the figure eight position. Unjacketing of the device was not completed. The device was removed but became stuck in the patient. The patient was converted to open repair.